Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification which noted a damaged (cracked) main body. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, and clamp function testing. All functional testing performed was acceptable. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned transfer set, a crack in the light blue main body was identified. There was no patient involvement. No additional information is available.